Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number sn (B)(6), used for treatment was returned for evaluation. A visual inspection was performed. The external condition shows moderate signs of wear. The wave spring is bend over the retaining ring. The entire nosepiece is covered in a brown residue. The reported problem was confirmed with a functional evaluation. A kpc test was performed during which the burr did not spin. The motor was not heard running. The maximum speed test failed. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and it was noticed that the extension shaft had broken. Furthermore, the drill had residue inside of it. The broken extension shaft had started to melt where it had broken. The carriage was removed and found to be covered in a film of residue. Half of the broken extension shaft was still stuck inside the carriage. The backside of the carriage was covered in residue. The carriage was opened for further investigation. The seal cap was removed, and it was found to have an excessive amount of residue buildup. The carriage was inspected further. The inside of the carriage was filled with residue that was still soft. Both bearings were filled with residue. The front bearing had broken. The slip shaft was heavily worn. All seals were inspected. None were found to be damaged. All defective parts were replaced. A kpc test was performed. The motor was spinning and all test passed. A complaint history review was performed by part number, and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the broken shaft and bearings. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka, one (1) real intelligence robotic drill did not work after cutting the femur. It was attempted to restart the case, but it did not work again. The burr stopped working after 15 seconds without saline solution. The procedure was resumed, after a non-significant delay, with a change in surgical technique to a manual procedure. No further complications were reported.